Event description:
Customer reported hospitalization due to pain across shoulders and stomach as well as high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 500 mg/dl. Customer's blood glucose readings were decreased and she was released from the hospital. Customer stated that when they went to sleep their blood glucose readings increased from 265 mg/dl to 485 mg/dl. Customer believes there is something wrong with the insulin pump. Customer treated the high with a manual injection. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.